Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that "they were experiencing communication difficulties with their programming wand." No other specifics provided about the type of communication difficulties. A malfunction as this time is suspected against the programming wand. The wand is at the manufacture pending completion of product analysis.